Event description:
Material no. Unknown batch no. Unknown. It was reported that after use of the unspecified bd¿ tubes there was unexpected and/or unexplained clinical or qc results. The following information was provided by the initial reporter: unexpected and/or unexplained clinical or qc results.

Manufacturer narrative:
Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. As there was no sample or photo available for evaluation, a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown batch no. Unknown. It was reported that after use of the unspecified bd¿ tubes there was unexpected and/or unexplained clinical or qc results. The following information was provided by the initial reporter: unexpected and/or unexplained clinical or qc results.